Event description:
A weighted ng tube was passed on 11/3. A kidney, ureter, bladder (abdominal x-ray) was ordered to confirm placement, and feedings were begun. The pt reportedly was confused, combative, and pulling at her tube despite the presence of restraints. Several hrs later, the pt expired. Upon autopsy, the tube was located in the trachea. Over 1 liter of fluid was found in the thoracic space outside the lungs, although no puncture was found in the lungs.